Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 88 mg/dl at the time of incident. The customer stated that they were unable to push insulin through during plunger push. The customer was advised to assemble a new reservoir with the current infusion set. The customer performed plunger push and the insulin did exit. Troubleshooting resolved the no delivery alarm after reservoir change. The reservoir will not be returned for analysis.